Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The sheath and dilator were flushed with fluid; no resistance or functional anomalies were noted. However, during aspiration testing, an air leak was noted in the hemostasis valve, due to tears in the hemostasis seal. Additional functional testing could not be conducted, due to the air leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported ¿introducer did not allow for the liquid or air to be aspirated¿ remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
This report is to advise of an air leak found in the hemostasis valve during analysis.